Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. System check was started with tandem technical support (tts) however, customer was unable to complete the check. The customer changed pump supplies and resumed insulin therapy.